Event description:
Physician reported keller funnel is "difficult to use, implant sizer gets stuck." Keller funnel did not complete implant process.

Manufacturer narrative:
Continued d.4 lot number: 23b41c. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: difficult to use, implant sizer gets stuck.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1 d4 h4.

Event description:
Physician reported keller funnel is "difficult to use, implant sizer gets stuck." Keller funnel did not complete implant process.